Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the analysis results of the xc200 reload was received with no apparent damaged. However, the clips were noted to be broke; due to that the clips are absorbable and have begun with the process of degradation. In addition, the foil was examined and showed multiples wrinkles and small holes on the bottom cavity of the foil package related to excessive manipulation. Due to condition of clips no functional test was performed. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The following information was requested, but unavailable: "1) package lot number of the clips? =>no lot# was provided. 2) what suture type was used? => no further information is available. 3) what suture size was used? => no further information is available. 4) when the even occurred, was the suture placed near the hinge of the clip? => no further information is available. 5) were you able to lock the clip closed on the suture? => no further information is available. If yes after it closed, was the clip holding securely fixed on the suture? 6) was the applier checked for damage (jaws straight and aligned)? => no further information is available. 7) what was the surgical procedure involved?=> no further information is available. 8) was this a robotic procedure? => no. 9) if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? => no further information is available.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2020 and suture clips were used. During the procedure, the clip was cracked and could not be loaded into the applier although it was attempted to load many times. Another device was used to complete the case. One device will be returning. No further information is available. There were no adverse patient consequences reported. Additional information was requested.